Event description:
It was reported a balloon ruptured at 20 atmospheres, above its rated burst pressure, during a venous dilatation of an arteriovenous hemodialysis fistula graft. During withdrawal of the balloon catheter through the sheath, resistance was encountered resulting in detachment of the balloon material in the pt. Attempts to locate the balloon material were unsuccessful. Some results were achieved and the procedure was discontinued at that time. It was indicated the pt would undergo graft revision as well as further attempts to locate the balloon material. However, to date, no further details are available. The pt is stable. Should further details become available, a supplemental report will be submitted at that time. The device has been retained by the user facility. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up revealed the balloon was inflated above its rated burst pressure. It was also indicated resistance was encountered during removal of the balloon catheter through the sheath. Co believes these factors contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rate burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered, due to balloon rupture or for any reason, when removing either a balloon through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."